Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported the patient experienced syncope. Loss of capture was seen on the rv lead which was not reproducible in office. It was noted that the threshold and impedance were increased. The lead was capped. Should additional information become available this file will be updated.